Manufacturer narrative:
(B)(4).

Event description:
A report was received stating an 840 ventilator experienced an alarm that was unable to be silenced by pressing the alarm silence button. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt harm at the time of the event.